Event description:
Reported as "system error 7". The report further states, "[user] is calling from 5c. She states that she had a system error 7 that occurred during transport. I ensured that the touchscreen / hard keys were all functional. She stated they were. I also ensured that the connections were not disconnected / loose and she confirm they were not. She stated she dismissed the alert. Encouraged [user] to call back if error persisted or she had difficulty with the touchscreen/hard keys because iabp exchange may be needed. Also encouraged this iabp be taken to biomed at discontinuation of therapy. [User] understood and agreed". No patient harm or injury.

Manufacturer narrative:
(B)(4). .

Manufacturer narrative:
(B)(4). The reported complaint of "system error 7" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "system error 7". The report further states, "[user] is calling from 5c. She states that she had a system error 7 that occurred during transport. I ensured that the touchscreen / hard keys were all functional. She stated they were. I also ensured that the connections were not disconnected / loose and she confirm they were not. She stated she dismissed the alert. Encouraged [user] to call back if error persisted or she had difficulty with the touchscreen/hard keys because iabp exchange may be needed. Also encouraged this iabp be taken to biomed at discontinuation of therapy. [User] understood and agreed". No patient harm or injury.